Event description:
Due to persistent stiffness of total knee replacement 3 months post surgery, pt had revision with scar tissue excision and liner downsized. Pt part of the shapematch clinical study.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.